Event description:
It was reported that the right ventricular (rv) lead was begginning to fail. The lead displayed "climbing" threshold and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned, analyzed, and the proximal conductor was fractured. It was noted that there was blood/body fluid on all conductors (not obstructed) , the outer insulation was breached and had environmental stress cracking and the outer insulation had cosmetic environmental stress cracking.